Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated the battery in the pump died and the pump then continued to make "start up" sounds but not fully powering on. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: during investigation, there was no power loss or rebooting was seen in the black box . Black box confirmed a cs064 motor stall due to occlusion during prime operation on (B)(6)/2019 . Display is dim/pink. The cap is able to fully secure and power on the pump , no rebooting or power loss was duplicated during investigation basal duration test. The pump was returned with a cracked battery compartment above grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.